Manufacturer narrative:
D6b: (B)(6) 2024. B5: diagnostics performed: intraocular pressure and visual acuity test, slit to check lens. Treatment performed: moxifloxacin hydrochloride ophthalmic solution, prednisolone, bromfenac sodium hydrate, betamethasone sodium phosphate. The lens was intraoperatively removed and replaced for a replacement lens and the problem was resolved claim# (B)(4).

Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found. Manufacturers narrative: a review of the device labeling was completed. Iritis is identified in the labeling as known potential adverse events following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Under other defects there is a possibility of (3) foreign matter adhering to the lens surface. An inflammatory response is common after intraocular surgery; however, this is usually mild and does not require any additional interventions beyond the standard post-op regimen. In some cases, the degree of inflammation may be more severe. Surgical technique, inadvertent intraoperative trauma and the use of pro-inflammatory substances into the eye may have contributed to the event. A prolonged or persistent inflammation suggests secondary systemic health issues or ocular issues or issues with the post-op medication regimen. A longer course of post-op medications with a slow taper may be required in some instances. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. (B)(4)

Event description:
The reporter indicated that a 12.6mm -16.50/+1.50/153 vticmo implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2024. The patient underwent bilateral implantation of icls. Concomitant products used intraoperatively include opegan viscoelastic and the msi injector system. Toxic anterior segment syndrome (tass) was observed 1+ wks later ( on (B)(6) 2024). Presentation was reported as mild with deposits identified on the front and back of the lens. Subconjunctival steroid injection was given. Information provided on (B)(6) 2024 states a bcva of 20/20 (same as pre-op) with inflammation subsided after steroid administration. In the reporter's opinion the cause of the event is unknown. The lens remains implanted.

Manufacturer narrative:
Additional information: b5: the problem was resolved. Claim# (B)(4).

Manufacturer narrative:
H6: device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).